Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that any of the 3 drawers would not open. The customer had removed the top cover, used the emergency lever to release the drawers and broke the cubie lids to access medications. The field service engineer (fse) checked the universal serial bus (usb) cable that connects the cabinet to all in one (aio), found it was slightly pulled out from the aio and reconnected it which had the drawers to be detected. The fse had the cubex assist with the testing, and all drawers were responding.the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini had all drawers failed to open and drawers 2 was not recognized when tested with tester app. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.